Event description:
The reporter indicated that both magnets "were cracked and not working." In addition, the reporter did not know whether the patient experienced a magnet mode stimulation at this time. Good faith attempts were made to obtain additional information and pending response.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.